Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the separation.

Event description:
It was reported that the whisper guide wire was used to access the distal left circumflex (lcx) after the obtuse marginal (om) and left circumflex bifurcations were treated with two stents using a crush technique. The whisper guide wire was able to cross the lesion and during retraction of the guide wire with no resistance noted, the guide wire separated. Two hours of unsuccessful attempts with three snares were made to retrieve the approximately 120 cm of guide wire. A stent was implanted to embed the guide wire in the left main. The physician suspects the guide wire may have become trapped under one of the two stents in the lcx and om bifurcation. No additional information was provided.